Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported boot up issue; programmer booted up to serious programmer problem screen with a system error. Lem (link electronic module) printed circuit board assembly found out of electrical specification. Analysis could not confirm the reported programmer noise. (B)(4).

Event description:
It was reported that the programmer shut down and was unable to be rebooted. It was also reported the programmer was making noise. The programmer was returned for service. There was no patient involvement.